Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified below the knee vessel. A 3mmx40mmx146cm coyote¿ es balloon catheter was advanced for pre-dilation. Initially, the device had difficulties crossing but eventually crossed the lesion. However, on the first inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device was simply pulled out from the patient's body. The patient's status was good.